Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 1.5cm of PICC line guide wire broke off in the vasculature during insertion noted on chest x-ray. It was stated that the tip was in a stable position, it had not migrated and poses no threat to the patient. It was reported that patient anatomy may have been a contributing factor.